Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back syndrome-other. It was reported that patient thought the pump stopped working yesterday. Patient presented to the hospital with an "exacerbation of pain" and was in "a pretty good deal of distress". The hcp was unable to get patient programmer (ptm) and pump to successfully communicate. Patient tried using the ptm yesterday and got an error code and "x" on the screen; patient did not recall the exact code. The hcp said he put a stethoscope on the pump yesterday and it wasn't making any noise. The hcp stated that it was not alarming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.